Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: according to the complaint description, on (B)(6) 2025, the device alarmed with tf5507. As a result, both mixer valves were replaced on (B)(6) 2025 and the service software was completed. However, on april 17th 2025, during the ventilation of a patient the device alarmed again with tf5507. The ventilator was replaced and no harm to the patient was reported. Upon review of the log files, on april 17th 2025 there is no record of tf5507. The tf5507 appears in the log files on april 23rd 2025. The incident is assessed as reportable as the issue might lead to a patient state of health deterioration (worst case scenario) if it would occur during ventilation of a patient.

Manufacturer narrative:
Follow-up 1: complaint investigation. Hamilton medical ag received the log files of the device for analysis. According to the log file analysis, the tf5507 (air or oxygen inlet valve cannot close properly) occurred during ventilation in high flow mode. The hamilton-g5 was easily replaced and the treatment continued. No harm to the patient was reported. However, while the description of the complaint states that the event took place on (B)(6), the log file clearly indicates it actually occurred on april 23rd. Line 186:(B)(6) 2025, 18:05:34 tf: 5507 tech fault 5507, line 213: (B)(6) 2025, 18:02:40 tf: 5507 tech fault 5507, line 284: (B)(6) 2025, 18:00:17 tf: 5507 tech fault 5507, line 361: (B)(6) 2025, 17:55:37 tf: 5507 tech fault 5507, line 362: (B)(6) 2025, 17:55:18 tf: 5507 tech fault 5507, line 363: (B)(6) 2025, 17:54:51 tf: 5507 tech fault 5507, line 364: (B)(6) 2025, 17:54:19 tf: 5507 tech fault 5507, line 2589: (B)(6) 2025, 14:07:33 tf: 5507 tech fault 5507, line 2591: (B)(6) 2025, 14:03:58 tf: 5507 tech fault 5507, line 2647: (B)(6) 2025, 14:00:52 tf: 5507 tech fault 5507, line 2649: (B)(6) 2025, 13:57:27 tf: 5507 tech fault 5507, line 2651: (B)(6) 2025, 13:55:20 tf: 5507 tech fault 5507, line 2655: (B)(6) 2025, 13:52:07 tf: 5507 tech fault 5507. The root cause was identified as a defective sensor board. The component was subsequently replaced, after which the device successfully passed the tests. The ventilator was put back in use.